Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that an internal technical service consultant was contacted regarding this pacemaker. Reportedly, during a follow up visit, this device displayed elective replacement indicators after six years of implant. There was concern that the battery had depleted more rapidly than expected. No further information was provided. The programmed parameters and the model/serial numbers of this device are unknown at this time. No adverse patient effects were reported.